Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose level was unknown. Customer stated that approximate size of air bubbles was big bubbles. Customer also stated that the air bubble located at the bottom of the reservoir. Customer troubleshoot was performed. The product will not be returned for analysis.